Event description:
Interventional radiology (ir) staff have reported leaking from the merit multipurpose drainage catheter from around the pigtail locking mechanism. Three patients have reported the drainage catheter leaking so called ir to report it and they were asked to come back to ir to have the drainage catheters exchanged. The first patient was on friday, [redacted], and the second and third patients were on [redacted]. Ir staff was able to replicate the leaking by flushing the catheters. The lot numbers for the drains that had been removed from the patients had not been captured, but staff were able to replicate it in the following lots: 8fr lot # i3225583, 12 fr lot #i3236104, and 10fr lot # i3225584. This patient had an 8fr nephrostomy tube placed on [redacted]. He began having intermittent leaking for which he notified ir on [redacted] - approximately 2 weeks later. Patient was seen in ir on [redacted] - the next day- and no leaking was observed. Pt was instructed to continue to monitor for leaking and notify ir as an exchange may be warranted. On [redacted], pt notifies ir of continued leaking. On [redacted] - 3 days after calling ir of continued leaking, the nephrostomy tube was exchanged.